Event description:
The rptr stated she had gotten the er1 message after she used control solution. She then retested, again with control solution, and got an er3. She said that she cleaned her meter and then tested her blood glucose. With blood, the reading was 109, which she felt was accurate. She said she did not shake the control solution bottle and thinks she got "a lot on the strip, maybe the holder got dirty." While on the telephone with the lifescan rep, she performed a control solution test and got a 130 reading, within the test strip range of 94-141. They reviewed quality control and testing techniques. She said did not recall ever having gotten and er1 related to a reading above 350, and stated that her blood glucose is regularly in the 100's.